Manufacturer narrative:
An event of aortic insufficiency due to prolapsed leaflet was reported. Gross morphological examination revealed leaflet 2 was torn. Histopathological examination found fibrous pannus ingrowth on the inflow surface of leaflets 1 and 2. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event is consistent with a torn leaflet and pannus ingrowth, however, the exact cause of the event remains unknown.

Event description:
On (B)(6) 2011, a 21 mm trifecta valve was implanted. On (B)(6) 2017, the valve was explanted secondary to reports of aortic insufficiency due to prolapsed leaflet. A 21 mm trifecta gt valve was implanted. The patient is reported to be stable.